Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that dissection occurred. Vascular access was obtained via the radial artery. The target lesion was located in a moderately tortuous and mildly calcified left anterior descending artery. A 2.75 x 32 mm promus element plus drug eluting stent was deployed successfully. After some post dilatation, a proximal edge dissection in the proximal part of the stent was noted. A 3.0 x 20 mm promus element plus drug eluting stent was deployed proximally and overlapping the first stent to cover the edge dissection and complete the procedure. The patient status is stable.